Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed 10.2cm from the terminal end. Inspection also confirmed setscrew marks on the terminal pin. Resistance testing found that the lead was not electrically continuous. A fracture was located under the silicone rubber boot that is bonded to the terminal and lead body. An x-ray of the lead confirmed a fracture of the high voltage cable located approximately 3cm from the terminal pin, where the lead would have exited the device header. Notably, the lead body was curved in this region. Analysis determined that there was no evidence of clavicle/first rib crush found on the returned lead segment. Although there were two abrasions on the abrasion sleeve, the underlying insulation is intact and no conductors were exposed. It was concluded that the fracture of the high voltage cable was consistent with fatigue fracture. The identified fracture is the most likely root cause of the observed change in impedance measurements, noise, and oversensing. Patient code 3191 was used to captured surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt change in the pacing and shocking impedance measurements along with evidence of oversensed noise. A lead fracture is suspected. The associated device was deactivated. The physician would like to surgically intervene but the patient is refusing. The lead remains implanted but electrically deactivated. New information received indicates surgical intervention was performed and the lead was explanted. Visual inspection noted evidence of subclavian crush damage on the lead.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt change in the pacing and shocking impedance measurements along with evidence of oversensed noise. A lead fracture is suspected. The associated device was deactivated. The physician would like to surgically intervene but the patient is refusing. The lead remains implanted but electrically deactivated. New information received indicates surgical intervention was performed and the lead was explanted. Visual inspection noted evidence of subclavian crush damage on the lead.